Event description:
Certified registered nurse anesthetist (cnra) placed the arterial line. The cnra used the arrow arterial line kit and was able to get a good blood return and thread the guide wire easily. However, when attempting to thread the catheter resistance was met. When trying to remove the guide wire it was noted that it was stuck. A plastic surgeon was asked for assistance. A cut was made on the artery and the wire was successfully extracted. The artery was repaired under the microscope.